Manufacturer narrative:
Customer reported two events on the same day where the distal cap detached and fell into the patient during a procedure. These two events are captured in medwatches with patient identifiers as follows: event of (B)(6) 2022: (B)(6) (tjf-q190v), (B)(6) (maj-2315) an earlier event, date unknown: (B)(6) (tjf-q190v), (B)(6) (maj-2315). This medwatch is for patient identifier (B)(6). The device is discarded by the customer and will be not returned; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, post an unknown procedure as the patient was awakening from the anesthesia, the patient coughed and spat out the device which had been attached to the scope during the procedure. There is no harm or adverse impact to the patient. Patient is stable. There was no damage observed on the device. The device was inspected prior to use with no abnormalities noted. Prior to the procedure, after attaching the device to the scope, a check was made to ascertain that the device was attached securely. Lubricant was used with the scope. The scope is new and has not been serviced by an outside source. The doctor and medical staff did not have any idea why the device detached from the scope during the procedure. However, the facility was using older versions of the device and has now ordered the new devices to be on the safe side. There are two devices associated with this event: the distal cap and the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct previous reports for information inadvertently left out. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.) -reconfirmation of complaint failure since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. -quality evaluation results using mass production prototypes at the development stage during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d8 and e4. Information added to these fields that was inadvertently not included on the initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.